Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: check function of adjusting sleeve. Check function of tension lever. Check tool coupling. Check self-holding force in smallest range. Check self-holding force in largest range. Check function in running mode. During the service evaluation the following failures were identified: functional: device damages/breaks k-wire. Conclusion: failure reported is confirmed. Root cause: improper maintenance (3214). Action: repair.

Event description:
It was reported that during service and evaluation, it was determined that the quick coupling for k-wires device had a failure: damaged/breaks k-wire. It was noted in the service order that the device does not hold the wires after a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.